Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing that resulted in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. At this time, this device system remains in service.